Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, one led segment on the upper led digits display does not illuminate. The system board led display at component d2 was found to have a faulty segment. The segment began illuminating correctly after testing. The d2 segment on the system board was replaced and the unit functioned as designed.

Event description:
It was reported that "led segments on the numeric display do not illuminate". Per the customer, "upon power-up the device should show two 8s on the main display. Instead it shows one 8 and one 6, because there is a segment out in the second digit of the display". No known impact or consequence to patient.

Manufacturer narrative:
Correction: unique identifier (UDI) #, was updated from ni to (B)(4).